Event description:
During a catalys procedure, the surgery center reported an incomplete capsulorrhexis.

Manufacturer narrative:
(B)(4). The catalys system was examined and tested at the customer location by an amo field service specialist (fss). The fss performed a field service checklist. The fss performed all calibrations as part of the field service checklist. . The system was verified for all modes of operations. The system met amo specifications. Mfg date - december 2012. All pertinent information available to (B)(4) at this time has been submitted. Placeholder.